Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2201 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that to protect peripheral vessels, this patient with nasopharyngeal malignant tumor had a PICC placed from the left basilic vein under ultrasound on (B)(6) 2020. Puncture process was completed uneventfully without extravasation and bleeding. When changing the dressing on the order of doctor on (B)(6), found that redness appeared at thee puncture site with a little extravasation and slight tenderness.